Event description:
It was initially reported by the pt that she has not had her device checked at all since implant. She had her vns placed about 7 years ago. She has not been seen by any physician as she has moved to (B)(4). She stated that recently she is not been able to feel her stimulation at all and her seizure intensity has increased. Pt was referred to a treating physician in her area. Good faith attempts have been unsuccessful.

Event description:
On (B)(6) 2011 additional information was received when the vns patient reported that about a year ago she reported that she was having pain in her chest. The patient has just now made an appointment with her physician concerning this event. The patient then reported that her pain is not really in her chest anymore and is more near her sides. (B)(6) attempts for additional information will be made to the physician. When further information is received, it will be reported.

Event description:
On (B)(6) 2011, additional information was received when the physician whom the patient reported that she was seeing stated that she is not one of his patients. The physician further stated that he does not know what physician the patient is seeing. Since it is unknown what physician the patient is seeing, no further follow-up can be made regarding the patient's adverse events.